Event description:
.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the stapler was fired but the staple line opened as the stapler was removed. The surgeon had to convert to an open procedure to complete the case. There were no other patient consequences. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4). Information was not provided by the contact.

Manufacturer narrative:
(B)(4). Additional information received: what type of anastomosis was created? End to end. Which stapling technique was used? (B)(4). Which purse-string suture technique was used? Purse string device auto purse string disposable covidien. What other devices were used for transecting and/or closing the otomies?echelon60b & tx60b. Who fired the device? Surgeon. Were any staples observed when the staple line opened?yes. If yes, what was the staple form? Ideal b shaped staples. How was it confirm that the anvil was secured to the trocar?visual & tactile. What confirmation was received indicating the device was fully fired? Audible & tactile crunch. Was more than one firing stroke required to hear the crunch? No. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Middle. Did the red safety remain engaged until firing? Yes. Were any unexpected noises heard? No. Did firing handle/trigger return to its original (pre-fired) position without intervention? Yes what was the patient's pre-op diagnosis? Diverticulitis. Did the patient have pre-existing conditions that could have impacted the patient's tissue health/surgical outcome? Yes. Has the patient undergone any radiation or chemo therapy? No. What is the patient's present condition? Recovering well from the surgery.